Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on cgm; with an unknown cause. Elevated bg was addressed via a manual injection and supply change. Tandem technical support commenced conducting system check. However, the customer declined to remove and inspect current infusion set. Reportedly, the customer is using insulin and cartridge's beyond labeling. Tandem technical support educated the customer to replace the cartridge every 72 hours if using novolog.